Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient had a fever since approximately one month with a lot of fluid content and mucus coming out through the stoma since two weeks ago. Good mobilization of the tube, but patient has discomfort in the stoma while moving the tube. On (B)(6) 2021 it was reported that the fever and stoma discomfort was due to a stoma infection. Patient was prescribed oral antibiotic amoxicillin 500 mg, from (B)(6) 2021. Stoma infection and symptoms (erythema, fever, exudate) resolved.